Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc downloaded log filed from the customer's instrument. A headquarter support center (hsc) specialist reviewed data files and observed that the samples were run right after the customer replaced standard a solution. The data indicated that standard a bag was low, and may have not been rolled enough so that the correct amount of standard a was not delivered, causing the values to drop. In addition, there may have been air in the lines, and the primes done when changing the standard a bag prevented enough air to be removed from the tubing. No other instrument issues were observed in the logs. The cause for the discordant, falsely low na results obtained on two patient samples is unknown the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The customer only provided data for patient sample (B)(6). The discordant result for patient (B)(6) was reported to the physician(s), and the patient was treated. It is unknown what treatment was administered to the patient. The sample was repeated on an alternate dimension exl instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient adverse health consequences due to the discordant, falsely low na results.